Event description:
Healthcare professional reported right side rupture of a non-abbvie device. Device has been explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).